Event description:
It was reported that during da vinci-assisted hysterectomy surgical procedure, a message of " activation has been interrupted" on the erbe generator during use. The technical service engineer (tse) reviewed the system logs and confirmed multiple 25913 (c-34) errors. The tse recommended performing a hard power cycle on the generator to possible clear the message. Afterwards, the staff called back, and tse had hard power cycle and the c-34 came back at power up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially power on without errors. Site contacted service center without resolution and used another monopolar cautery system to finish procedure. The procedure was completed robotically in combination with traditional laparoscopic monopolar cautery. The patient tolerated the change well. Same generator was used for bipolar cautery. Different generator was used for monopolar cautery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.